Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure the irrigation turned off and the mode changed from cortex to sculpt on its own. After removal of the nucleus continuous irrigation was turned on before entering the eye. The system was put into bi-manual irrigation/aspiration (I/a) mode. The system changed to sculpt mode on its own and the continuous irrigation was turned off, the anterior chamber collapsed. When the chamber was refilled the surgeon noted a tear in the posterior capsule necessitating an anterior vitrectomy.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
It was identified the value was transmitted as null. This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).